Event description:
It was reported by customer that he had been treated by paramedics for low blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 34 mg/dl at time of in. During troubleshooting, customer stated they had not properly filled the reservoir with insulin and the device had alarmed low reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).